Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional reported that the results of the x-ray/diagnostics performed indicated the implantable neurostimulator (ins) had flipped. Actions taken to resolve the issue included manual manipulation and image-guided assessment. It was determined that the flipped ins was the cause of the recharging issues, and the device/recharging issues were resolved. If additional information is received, a follow up report will be sent.

Event description:
Additional information received from the patient reported their ins was to be ¿tacked down¿ because it had been flipping since its implant. They noted that it had flipped multiple times since its implant. Revision surgery was scheduled for (B)(6) 2016. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported they were unable to charge and it was taking too long to charge. There was poor coupling. The patient was having trouble recharging the implantable neurostimulator (ins). The patient was getting a bruise over the ins site. It was taking her 7.5 hours to recharge the ins. These issues were noted to have been occurring since implant. Additional information received from the consumer reported she had never been able to charge the device efficiently and may have been doing something wrong. Additional information received from the consumer reported that the patient had a meeting with the manufacturer representative and healthcare professional the week prior to (B)(6) 2015. The manufacturer representative replaced the external devices to see if it would resolve the recharging issue, but it did not. X-rays were taken that day to determine whether the implantable neurostimulator (ins) was flipped. It was noted that the patient greatly appreciated the therapy, and the therapy benefits her so much. There were no future appointments set up as of (B)(6) 2015. Additional information received from the manufacturer representative reported that the patient was having difficulty recharging / poor coupling with two recharge coupling bars. Antenna locate (al) was attempted, but this did not resolve the issue. It was noted that there were no reported pocket issues related to the ins, and the patient had been able to recharge in the past. The manufacturer representative was given the x-ray results to check for a flipped ins, however, they were unable to tell. It was reviewed that the ins appeared flipped if the image was in anteroposterior (ap) view, but there was no concrete evidence to prove this. Upon receiving the patient's x-ray results, it was noted that the ins was confirmed as located on the patient's left buttock. The manufacturer representative reported that the healthcare professional was going to try to manually manipulate the device on (B)(6) 2015 to see if that would improve recharge coupling. If unsuccessful, the patient would be scheduled for revision. Additional information received from the healthcare professional via the manufacturer representative reported a notification of a possibly flipped spinal cord stimulation ins. No outcome or interventions were reported for this event at this time. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent.